Event description:
A pt was skin tested with negative results. Pt has had multiple collagen injections over last 3 years. Pt received a collagen injection in the glabella area. The treatment was uneventful. Pt called physician to report stinging and erythema, and physician saw pt. Physician confirmed erythema, stinging, and some crusting in the glabella area. Physician prescribed oral benadryl and topical ice, and prescribed oral cephalexin. The physician indicated he has not diagnosed the event at this time, but feels it is possibly related to the product.